Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. Based on the information available the exact cause for the reported event cannot be determined

Event description:
During coil embolization of splenic aneurysm procedure,when the physician advanced the coil (subject device) out about few cm from the distal of the microcatheter (non stryker), the resistance was encountered;therefore; the subject device was retrieved. During retrieving to in-sheath, the coil was mechanical detached at the detachment part.there were no clinical consequences to the patient.

Manufacturer narrative:
This is 3 of 3 reports. The subject device is not available.

Event description:
During coil embolization of splenic aneurysm procedure,when the physician advanced the coil (subject device) out about few cm from the distal of the microcatheter (non stryker), the resistance was encountered;therefore; the subject device was retrieved. During retrieving to in-sheath, the coil was mechanical detached at the detachment part. There were no clinical consequences to the patient.